Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/04/2016. Correction to suspect medical device serial #.

Manufacturer narrative:
Follow-up # 2 date of submission 05/04/2016-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked; the complaint was duplicated. Unrelated to the complaint, the battery cap threads were observed to be stripped, and the cap did not secure properly to the pump to maintain power. A test cap secured properly and was used to complete investigation.